Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of an unknown drug (device registry lists the drug as morphine) in an implantable infusion pump for non-malignant pain and chronic low back pain. The device had "fallen apart" inside the patient. The reporter seemed confused about the medical events, but clarified the pump broke inside of her and was leaking medication. The pump was subsequently explanted ((B)(6) 2014). The reporter was unsure of the managing physician, who performed the surgery, or if the entire device was removed. No further information was provided. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant drugs, pertinent medical history, who was the most appropriate person to contact about the event, if the patient experienced any symptoms, what troubleshooting was performed, and if the cause of the issue was determined.